Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found liquid in the trays underneath both reagent probes. Further evaluation by the fse revealed drops of liquid forming on the end of the probes while system was idle. The fse isolated the problem to the reagent syringe; the glass barrel was loose from the metal fitting attached to the t-valve. The syringe was replaced and system primed with no more leaking observed. Upon recur, this failure mode can impact any or all chemistries, including critical chemistries. (B)(4).

Event description:
A customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument was generating "cc reagent delivery" and "cuvette not dry at reagent dispense" errors. The customer initially reported to hotline support that questionable data was generated for vancomycin, gentamycin and digoxin. However, the customer provided data for 1 patient only and later indicated digoxin was the only analyte affected. The customer has not alleged erroneous results involving additional patients/analytes. Erroneous result reported por digoxin was 1.050 ng/ml; the rerun result (which was considered correct) was 0.252 ng/ml. No patient demographics was provided.